Manufacturer narrative:
(B)(6). PMA/510(k)#: k023331, bk050036. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes were damaged. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿the tube was assembled upside-down. Also the gate of the tube was damaged.".

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes were damaged. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿the tube was assembled upside-down. Also the gate of the tube was damaged."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for crushed product/component with the incident lot was observed. Additionally, evaluation of the customer samples was performed and the damaged described was observed. A review of the device history record was completed for the incident lot and, no other issues relating to the reported defect were identified in the DHR. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for crushed product/component with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and the reported defect was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.